Event description:
It was reported that the patient¿s blood glucose reached 350 mg/dl while wearing the pod between 4 and 24 hours. The needle mechanism did not deploy as intended during activation. No treatment was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.